Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed there were no anomalies found. Blood was present in/on helix/lobe mechanism.

Event description:
It was reported that the chronic right ventricular pacing lead was capped due to suspected fracture. The physician was unable to get a right ventricular chamber pacing threshold <2 volts with the first replacement lead. A different lead was successfully implanted. No patient complications have been reported as a result of this event.